Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 18. On 2023-12-20, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and swelling. No further patient complications were reported.